Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported muted audio which was not reproduced. The evaluation found the back flex cable to not be properly seated into the input/output printed circuit board (I/o pcb) causing an intermittent connection which disrupted the audio. All detection capabilities and visual alerts were found to be functioning as expected. The flex cable was properly seated into the connection on the I/o pcb.

Event description:
During baxter's functionality testing of a spectrum pump, it had no audio output, there was no patient involvement.